Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the profunda femoris artery using an indigo system aspiration catheter 6 (cat6). During the procedure, while inserting a cat6 into a non-penumbra sheath using the peel away sheath, the physician experienced resistance and therefore, the cat6 was removed. Upon removal of the cat6, it was noticed that the tip of the cat6 was kinked. The procedure was successfully completed using an indigo system aspiration catheter 8 (cat8) and an 8f sheath. There was no report of an adverse effect to the patient.